Event description:
It was reported that the external pulse generator displayed a server error during boot up. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator displayed a server error during boot up. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summery (B)(4): the generator was returned and analysis could not confirm the customer comment that a server error occurred during boot up. Analysis did find the upper case, ring and two side bail covers broken, the lower case to be broken and contaminated, the battery release contaminated, the battery contacts compressed and the ring bent. (B)(4).